Manufacturer narrative:
The technician found the limit cable was not functioning. The technician replaced the limit cable to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg.